Manufacturer narrative:
No complaint was received with the return of the device. A partial distal portion of the lead was returned in one piece for analysis. Failure event observed during analysis. Final analysis found external insulation abraded at 14.4 cm to 16 cm from distal end breaching the optim sheath only without damaging the silicone insulation. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.